Manufacturer narrative:
Batch review performed on 09 january 2020. Lot 188510: (B)(4) items manufactured and released on 27-nov-2018. Expiration date: 2023-11-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar event reported. Additional implant involved: stem: masterloc 01.39.009 cementless ti coated std stem size 9 (k151531) lot. 164830. Batch review performed on 09 january 2020. Lot 164830: (B)(4) items manufactured and released on 19-sep-2016. Expiration date: 2021-09-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: cup: impact 01.32.156dh acetabular shell ø56 two-holes (k132879) lot. 186865. Batch review performed on 09 january 2020. Lot 186865: (B)(4) items manufactured and released on 16-jan-2019. Expiration date: 2023-12-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: screws: impact 01.32.6530 cancellous bone screw, flat head ø 6,5 l 30 (k103721) lot. 1902135. Batch review performed on 09 january 2020. Lot 1902135: (B)(4) items manufactured and released on 02-apr-2019. Expiration date: 2024-03-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar event reported. Additional implant involved: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot. 1900805. Batch review performed on 09 january 2020. Lot 1900805:(B)(4) items manufactured and released on 08-may-2019. Expiration date: 2024-04-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar event reported.

Event description:
The patient came in, more than 4 months after primary surgery, due to signs of an infection and the pathogen is unknown. The surgeon removed all implants and implanted an antibiotic spacer. The surgery was completed successfully.